Event description:
The customer reported to vyaire medical problem with bellavista 1000 giving technical failure 401 inspiration valve or device leaky alarm during setup prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that after taking the avea ventilator out of storage to use for training, the touchscreen no longer worked. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
"Vyaire medical file identification: (B)(4). H3: 81 other - the device was not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that they installed the unit last week and that the touchscreen was working at the time but is no longer responding this morning. All of the membrane buttons work. The unit has not been used for patient care in many years. It has been advised that the uim (user interface module) will need to be replaced. The customer acknowledged but declined to pursue repair at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."